Manufacturer narrative:
O2 bottle holder buckle.

Event description:
It was reported by service report that the cot o2 bottle holder buckle is broken. No adverse consequences or pt user injury were reported.